Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 532 mg/dl. Cause was not known. A correction bolus was delivered and the pum supplies changed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 300 mg/dl. The customer continued to use the pump for insulin therapy.